Event description:
The patient contacted animas on (B)(6) 2012 reporting that when she changed the battery in the pump, the pump did not power on. The patient confirmed that the battery cap or compartment was not damaged. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.